Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged safety slide clamp.? This condition had the potential to interrupt delivery.?this was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.? No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed. The cause was determined to be a damaged safety slide clamp. This complaint is an ancillary service event opened during investigation of (B)(4). The device was returned unrepaired at the customer's request. If any additional information is received, a follow-up will be sent.